Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced pain at the implant site, however; the issue could not be resolved. The device was explanted on (B)(6) 2015. It is unknown if the patient was re-implanted with a new device, as of the date of this report, (B)(6) 2015.